Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a coulter lh780 hematology analyzer that was failing to start up with the laser voltage too low. No one was exposed to any sparks, flames, or smoke. The incident occurred during a routine instrument service call. The fire department was not called and no one sought medical attention. There was no death or injury associated with this event.

Manufacturer narrative:
A bci field service engineer (fse) observed sparks at the laser connector plugs into the laser power supply. The fse informed the customer to power off the instrument until the ordered parts arrive and the instrument is serviced. The fse replaced the laser power supply and a few other hardware components. The fse also performed hardware optimization. The fse performed instrument verification twice and all the results were within the specifications. The instrument is currently operational. The defective parts have been shipped back to bci for investigation.